Manufacturer narrative:
(B)(4). Batch # m91f99. The device was received with the blade broken off and returned with the device; in addition the blade was discolored (blue) due to heat generated from contact between the blade and the tissue pad. The device was functionally tested with a gen04. During functional testing an error code 5 was displayed. A probable cause of the device not activating and displaying an error code 5 is blade damage. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an open coronary artery bypass graft the device was not activated properly from the beginning. Then, the blade was broken off while a scrub nurse was checking the device. No bleeding occurred. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.